Event description:
It was reported that the patient felt a fluttery sensation when laying on their side. It was noted that the lv lead was dislodged and the ICD had migrated also pulling back the rv lead causing it to lose slack. It was stated that the rv lead was still functioning normally. Lead remains implanted. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the reporting criteria going forward.